Manufacturer narrative:
Concomitant products: d224trk device; implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not functioning as a lv lead and it was suspected the lead had moved. The lead was capped and replaced. No patient complications have been reported as a result of this event.